Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-adapters upn:m365sc9218150, model:sc-9218-15, serial: (B)(6), batch:18774759, UDI: (B)(4). Product family: scs-adapters upn:m365sc9218150, model:sc-9218-15, serial: (B)(6), batch:18774759, UDI: (B)(4). Product family: scs-linear leads upn:m365sc2317500, model:sc-2317-50, serial: (B)(6), batch:(B)(6), UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient reported inadequate stimulation. To address this, a revision procedure was performed, during which the entire system was removed and replaced. The patient did great post operatively, with adequate stimulation achieved. The explanted device will not be returned as it was disposed per facility.